Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) and stenting procedure, a guide wire tip detachment occurred. The de novo lesion was located in the moderately calcified and non tortuous mid distal left anterior descending (lad). Vascular access was obtained through the right femoral artery. The lesion was pre-dilated with an unspecified apex balloon catheter. The pt2 guide wire was used in the placement of an unspecified taxus liberte stent and upon withdrawal of the pt2 guide wire, it was noted that the guide wire had fractured and detached at the distal end of the radiopaque portion. The detached guide wire was retained in the distal segment of the vessel. The physician attempted unsuccessfully to remove the detached guide wire using a 4cm hoop size microsnare because the snare was unable to cross the placed stent. The guide wire remained inside the pt without further plans of retrieval. It was reported that according to the physician, "this was a complicated case". No further complications or injuries were reported. The pt status was reported as "ok".